Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set issues on 20-mar-2026, since patient reported deployment was unsuccessful due to deployment button being pressed only on one side during deployment step.